Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. Two xtw clips were implanted, successfully reducing the mr to grade 2+. During a follow-up examination on (B)(6) 2022, the patient presented with dyspnea and recurrent mr grade 4+. It was observed that the laterally implanted xtw clip (20207r239) detached from the posterior leaflet in a single leaflet device attachment (slda) event. On (B)(6) 2022, a xt clip was implanted to stabilize the slda and reduce mr to grade 2/3+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) and subsequent dyspnea appear to be related to the slda. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.